Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage with leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063263 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing broke during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it was reported that there were 3 incidents with defective alaris tubing. Event #1- item failure caused a chemo leak of an immunotherapy drug. Event #2- item was broken and was not used. Event #3- item was broken while in use with a patient on normal saline." "I want to report to the bard rep because we have had 2 instances where we had alaris tubing that was defective one caused a chemo leak ¿ luckily it was a drug that was immunotherapy and not listed as a ¿hazardous drug¿ but it could have easily been and caused chemo exposure to staff and patients. And the other was broken and we didn¿t use it." "I have another alaris tubing that is broken and this was on the patient, the connection is broken and fortunately only normal saline was going so the nurse switched out the tubing. It looks like the same issue (at the same location on he tubing)". "The lot number for 10/8 and 10/9 incident is (10) 20063263. The date of service for the drug spill was via broken alaris tubing was (B)(6). I thought it was the last week in (B)(6) but it was (B)(6) and we did a midas on that one. I don't have the lot number because we had thrown that away, but I have saved the tubing. So I have the defective tubing on all 3 of these incidents."